Event description:
The customer stated that intermittent low patient results were being generated in the closed mode of operation on the cell-dyn 3500 hematology analyzer. The customer states that no aspiration error flags or alerts are being generated. As an example, the customer gave on patient hemoglobin result at 58 g/l. Intermittent rrbc (resistant rbc) flagging occurred. The customer has also seen liquid on the tops of the patient samples tubes while running in the closed mode. The customer uses a patient split sample as a control and this has been generating results as expected. The analyzer is perfoming as expected in the open mode of operation. No patient information is available. No suspect results were reported from the lab and there is no impact to patient management reported.